Event description:
Patient underwent elective shoulder arthroscopy under ga general anesthesia; anesthesiologist made two attempts to intubate then used the glide-scope laryngoscopy device. With the glidescope the ett was passed on the first attempt; a small amount of blood-tinged secretions was noted (common after multiple laryngoscopy attempts). Ga was induced, surgery completed and pt extubated uneventfully. In recovery, pt c/o sore throat (relatively normal); dc discharged home that afternoon uneventfully. Pod post-operative day 2, pt presented back to the ed with pharyngeal pain, dysphagia and difficulty breathing while supine. CT of neck was obtained, which showed focal fluid collection and gas; likely infection and pharyngeal perforation. Admitted to ICU on ent ear, nose, and throat service; required ir interventional radiology procedure for drainage of the fluid collection. Resulted in unplanned/unexpected 12 day hospitalization.======================health professional's impression======================our anesthesiologists are aware of several case reports of significant airway trauma resulting from use of the glidescope. This device is widely used by anesthesiologists and ER physicians, primarily for rescuing difficult airways.